Event description:
It was reported that during a hemorrhoidectomy procedure, the device got stuck to the anal canal. They had to reclose the device and fire again to remove. The procedure was completed by hand suturing. There was no pt consequence.